Manufacturer narrative:
G4: 26mar2020 b4:(B)(6)2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
It was reported that the unit had a touchscreen failure during device maintenance. There was no patient involvement.

Manufacturer narrative:
G4: 06jan2020 b4: (B)(6) 2020. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.